Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump history had incorrect data. There was no reported impact to customer's blood glucose. Multiple follow up attempts were made by tandem technical support to complete troubleshooting, however, a response was not received.